Event description:
It was reported that an sv 2.5 infusor infused the total volume in less time than the expected flow rate for the infusion. This occurred during an infusion of 50 cc saline and 50 cc of fluorouracil. The reporter stated that the expected flow rate was 100cc/46 hours, but the actual infusion took 20 hours to complete. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A functional flow rate test was conducted on the device and found the flow rate to be within the specification range of the product. The initial evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.